Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via website post malfunctions. The customer's blood glucose was unknown. It was reported possible leak of insulin, no delivery alarms, and battery issues. No trouble shooting was done. The insulin pump will not be returned for analysis.